Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument is the off-set cup adaptor for the kincise impactor. This is an mto instrument. The surgeon indicated that it was difficult to re-connect the instrument to a cup after the cup had been implanted. This made it difficult to remove or reposition the cup and in one case resulted in a delay to the surgery.